Event description:
The customer received a blood glucose reading of 162mg/dl on the contour. She was feeling tired, so later went to the fire station to have her blood checked. She passed out and the paramedic at the station ran a blood test on her with a reading of 32mg/dl. She was given glucotrol. The customer was asked to return the test strips for investigation. New strips and meter were sent to her.